Event description:
It was reported the patient¿s underlying disease symptoms were not improved. A shunt angiogram was performed and occlusion was suspected. Cerebrospinal fluid (csf) did not flow from the valve to the abdominal catheter. Although the performance level was set to 0.5, the csf did not flow without applying the pressure 10 cm. The valve was replaced. It was stated there was a malfunction of the ¿variant part¿ of the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified that the ¿variant part¿ of the valve referred to the valve mechanism.

Manufacturer narrative:
The returned valve was patent. The valve also met the requirements for pressure-flow, preimplantation and leak testing. However, the device did not meet the requirements for reflux and siphon testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid siphoning and reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.